Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other complaint has been reported on this access port batch sold since august 2017. Investigation: the evaluation of the involved device shows that the catheter rupture happened 2 cm after the connection to the port. Dimensional measurements: the diameters of the catheter, of the connection ring and of the exit cannula have been measured. All the measurements are compliant with the specifications. No visible manufacturing defect was detected on the returned device. Conclusion: - the rupture occured 2 cm from the connection. Without the x-ray picture it is not possible to determine what could be at the origin of this catheter fracture. - no manufacturing defect was detected on the returned device. - this is an isolated case. The above mentioned information does not allow us to conclude as to the root cause of the catheter rupture. As a rare incident, no corrective action is envisaged.

Event description:
Catheter rupture. Removal of the first access port and placement of a second one.